Event description:
The patient was sent home with a twenty-four hour yondelis chemo infusion. The patient shared that approximately twelve hours into the infusion, she got up to go to the bathroom. When she stood up, she noticed that her feet were wet. The patient noticed the chemo dripping out of the bag. Patient went to local emergency room, where they cleaned up, managed the spill, and flushed her port. The patient received about 50% of the dose that is given once every three weeks. The patient was unable to complete her therapy, as it is unclear exactly how much drug she got and how much was spilled. This was very disappointing for pt, who had traveled home, which is about one hundred miles from our hospital. The patient reported that the spike broke on the chemo. She took pictures of the phaseal spike that broke. The break in the phaseal can be seen by enlarging the top picture (the spike is completely broken off hub). Reassurance provided to the patient. The carrier bag was replaced with an extra large carrier bag for use with the next infusion of chemotherapy. We do not have the exact lot number of the faulty phaseal spike.